Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a post-market product surveillance from bg unfallklinik, murnau. The title of this report is ¿international multicentre post-market product surveillance - t2 humeral nailing system antegrade vs. Retrograde approach¿ which was issues on (B)(6)2004 and is associated with the t2¿ humeral nailing system. Within that report, intraoperative and post-operative complications/ adverse events were reported. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 12 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses fracture at entry point. 2 out of 2 cases. The report states: ¿in two cases a fracture at the nail entry point occur (3.6%). Severe pain in the shoulder leads to early material removal in the other case.¿